Event description:
It was reported that per medwatch letter mw5111770 a call from the patient stating that they want to order more tubing. Patient received an order and all of them are defective. Patient stated they are leaking at the filter. Patient stated that they are putting the tubing on the correct way and not backwards. No additional information, details or dates are available at this time. No patient injury was reported.

Manufacturer narrative:
UDI and catalog information are unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.